Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2017 was 30 mg/dl with confusion and difficulty speaking. It was reported the patient was treated in an emergency room with intravenous fluids. The reporter noted the patient remained on pump therapy and the pumps settings were not recently changed. It was alleged the pump delivered 18.5- and 122 units during the prime sequence without user intervention. It was reported the patient was connected to the pump during prime. The user guide instructs the patient to be disconnected during the prime sequence. This complaint is being reported because the reported health event was attributed to an alleged device malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 03/07/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/15/2017 with the following findings: the black box showed records of unexplained loss of prime recorded on (B)(6) 2017 at 23:30. A replace cartridge alarm was recorded on (B)(6) 2017 00:04. Evidence of large prime volume is observed in the prime history with 122.04 units primed on (B)(6) 2017 at 00:08 and another 18.59 units at 00:09. Deliveries resumed on (B)(6) 2017 at 00:15. Rewind, load cartridge, and prime steps were performed successfully. The pump was exercised for 24 hours; no programmed primes were recorded in the history during this time. No hypersensitive or stuck keypad buttons were observed on the pumps keypad. The total daily doses added up correctly and reflected the user¿s programmed basal rates. No delivery defects were found during delivery accuracy testing. The pump was found to be delivering within required range and delivering accurately. No delivery interruptions or errors, alarms or warnings occurred during testing. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked. (B)(4).